Manufacturer narrative:
Vyaire medical file identification: pc (B)(4) the equipment was received in vyaire facility for evaluation. The service technician was not able to verify the reported problem. Ventilator passed 120 hours extended tests at customer's settings. Ventilator passed troubleshooting final test which includes many alarm and ventilation functions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that lap top ventilator 1150 experienced low volume alarm. At this time, there is no information about patient involvement on the reported event.